Event description:
Device observation: unable to maintain lv capture management safety margin on (B)(6) 2025. Variable lv capture threshold. Measurement consistent with historical values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).